Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The distal hemostatic valve dislodged on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium during the procedure, and there was blood leaking back through the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved and the procedure continued. Additional information was received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. The sheath was being used on the patient. Sheath was in the right atrium when dilator was removed. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5cc. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation evaluation was completed on 26-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The distal hemostatic valve dislodged on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium during the procedure, and there was blood leaking back through the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved and the procedure continued. Additional information was received. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. The sheath was being used on the patient. Sheath was in the right atrium when dilator was removed. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5cc. An analysis was performed on the picture that was provided by the customer. According to the picture, the hemostatic valve was dislodged inside of the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).